Manufacturer narrative:
Product ID: 7439, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that a new device was sent to resolve the difficulty turning stimulation off, but it wasn't the solution. They had to contact the doctor that put the device in. The doctor was thinking that the batteries needed to be replaced and surgery was scheduled for (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for cervical/neck. It was reported that the caller did know if the battery had gone dead. It happened a lot that "it" did not come on when they held the controller over their back. The patient felt a fluttering when turning stimulation on and off. During the call it appeared that the controller was working as intended and showed stimulation on with program b at 1.5. The event was reported to have started about 2 or 3 months ago. The reported information indicated that the patient had certain type of controller that was not compatible with the implantable neurostimulator (ins) information in manufacturer record implanted in the patient but the patient denied that the ins had been replaced. Additional information was received. Consumer reported the programmer was showing a poor communication message. Patient reported they fell 6 months ago and also fell 3-4 times in 2019. No further complications reported/anticipated.